Event description:
Information received regarding the explanted device notes that the device was in back-up mode. A software download was initially successful, but after a few days, the device reverted to back-up mode. The physician elected to replace the device. There were no consequences to the patient.